Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet zelantedvt thrombectomy system. Visual and tactile examination showed that there were no irregularities with the pump. Visual and tactile examination showed that there was a break in the supply line approximately 124cm from the pump. Visual and tactile examination showed that a kink was approximately 7cm from the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter break occurred. An angiojet® zelantedvt¿catheter was selected for a thrombectomy procedure. It was noted that the catheter was kinked out of the box, however, it also had a fractured inner piece. The fracture appeared to be near the proximal end of the catheter, the tip. The device not enter the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. It was noted that the catheter was kinked out of the box, however, it also had a fractured inner piece. The fracture appeared to be near the proximal end of the catheter, the tip. The device not enter the patient. No patient complications were reported.